Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. Concomitant products: 432-04 lead, implanted: (B)(6) 1997.

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.